Manufacturer narrative:
B3: date of event is approximate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue on the lead was first notice after the final implantation of the lead in (B)(6) 2025. Then before the new surgery impedance test was run and impedances were over 4000ohm for any slot of the lead. So on the (B)(6) 2025 a new surgery occurred in order to reconnect the lead and the ins. But the problem of impedance was not resolved so the lead was explanted on this day. The indication for use was urge incontinence.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported high impedance problem on any electrode. The lead was defective. Symptom return since the definitive implantation of the implantable neurostimulator (ins). No fall or any other disturbance. Impedance test over 4000ohm for any slot of the lead. A new surgery occurred the 22 of july in order to reconnect the lead and the ins however the problem of impedance was not resolved so the lead was explanted. The ins has been discarded. The lead will be returned. Of note, implantation of the lead, resulted positive during test phase, so implantation of the ins 15 days later. Then lost of efficiency after the implantation, so a consultation has been asked by the patient. All the impedance were over 4000ohm.